Manufacturer narrative:
The cls was returned to saluda. The device logs were reviewed from 11february2026, and clipping errors were observed. Impedance readings were within appropriate range. The cls passed visual inspection and all functional testing with no anomalies detected. The root cause of the increased stimulation and clipping errors could not be definitively determined. The evoke cls was functioning as intended. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include uncomfortable changes in stimulation (over and/or under stimulation) and the patient may require surgery (including revision, explant, and replacement) as a result¿.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported an undesirable increase in stimulation when the evoke closed loop stimulator (cls) was turned on, following charging. Signal clipping was observed during reprogramming and the cls was turned off. A revision procedure was performed to replace the cls and resolve the reported event.